Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the battery to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Event description:
It was reported that the ventilator¿s battery failed. There was no patient involvement when the event occurred.

Manufacturer narrative:
(B)(6).